Manufacturer narrative:
Device evaluation: the device has not been returned; a retained sample from the cartridge lot was pulled and evaluated by product analysis on 08/18/2014 with the following findings: the cartridge was cycled and filled with no difficulties and no air bubbles formed in the cartridge. A leak test was performed with no leaks found from anywhere on the cartridge. A force test was performed and confirmed that all cartridge forces were within required specifications. No defects were found related to the alleged occlusion issue.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose level over 13.8 mmol/l with large ketones and abdominal pain associated with an occlusion alarm on the pump. During troubleshooting of the event, it was determined that the issue was not resolved by replacing the infusion site and further review indicated that the patient was not using the insulin cartridge per the instructions for use. This report is made based on the allegation that the patient experienced hyperglycemia related to use error of the insulin cartridge.